Event description:
Covidien received information stating that an 840 ventilator experienced a loss of communication between the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was recommended to replace the graphic user interface (gui) printed circuit board (pcb) to resolve the issue.(B)(4).